Manufacturer narrative:
An inspection of the claimed bed frame conducted by an arjo service technician revealed that one of side rails was detached from the bed frame. Process of analyzing information is ongoing. Additional information will be provided upon conclusion of the investigation.

Event description:
It was found by the arjo service technician that a citadel plus side rail was broken off. No injury was reported. No medical intervention was needed.

Manufacturer narrative:
An inspection of the claimed bed frame conducted by an arjo service technician revealed that one of side rails was detached from the bed frame. Process of analyzing information is ongoing. Additional information will be provided upon conclusion of the investigation.

Event description:
It was found by the arjo service technician that a citadel plus side rail was broken off. No injury was reported. No medical intervention was needed.

Manufacturer narrative:
An arjo service technician who visited the customer¿s site as part of the customer service request to evaluate and repair the device, found that the citadel plus side rail was broken and detached from the frame. No injury was reported. No medical intervention was needed. The safety rails are an integral part of the citadel plus bed frame. This bed has four side rails, two on each side of the bed. An inspection of the claimed bed frame conducted by an arjo service technician and photographic evidence provided revealed that lower arm of one of the side rail assemblies had broken resulting in side rail detachment from the frame. Additionally, the technician found that the power drive handle was broken. It is unknown how the side rail and the power drive were damaged. The review of post-market surveillance data and the investigation carried out at the manufacturer site revealed that the main factor which could lead to the side rail detachment might be related to an excessive force applied to the side rail. This hypothesis could not be confirmed as the circumstances in which the malfunction occurred are unknown. To conclude, the side rail was broken off the bed and from that perspective the citadel plus bed did not meet the performance specification. No patient was involved. No injury was reported. The complaint was decided to be reportable due to the side rail detachment.